Event description:
It was reported that, during an unknown procedure, the ratchet mechanism of the handle did not work properly, making it difficult to maintain gripping force. The surgery has been completed by a replacement. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/20/2026. D4 batch#: a9909d. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to the energy system. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to verify internal components and the closure indicator was broken and not making contact with the moving trigger. Upon visual inspection the lever spring was noted out of position but working as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused the broken clicker issue. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.